Event description:
The facility reported to vapotherm that a patient had an apneic and bradycardic episode resulting from respiratory delivery tube water condensation. The patient was immediately suctioned and did not require respiratory bagging or further resuscitation measures.

Manufacturer narrative:
The company understands that the unit was set at 35 degree c, but was reading an operating temperature of 38 degree c. The flow was set at 2 1pm. Vapotherm evaluated the returned 2000i unit and could not duplicate the excessive condensation event. Based on the company's testing, the unit performed in compliance with its temperature specification. In follow up to this event, vapotherm's clinical product specialist has conducted user training at integris baptist hospital. Vapotherm will supplement this MDR if it becomes aware of additional info regarding this event.